Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/24/2015. The fse confirmed the leak from tubing at pinch valve pv49 between feed-through fittings ff173 and ff183 cut. The fse replaced the cut tubing to resolve the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter hmx hematology analyzer with autoloader while cycling the unit and checking the vacuum trap. The leak was contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.